Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically error code 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start a new sensor session.